Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A husband reported his wife was seeing haze, and cannot drive at night at seven days post bilateral lasik procedure. He indicated he is not sure if this event was laser related. He has requested the doctor and/or his office not be contacted at this time. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history review shows the laser was verified successfully prior to and after the day of treatment. Log file review shows the energy stayed stable in the expected ranges during the complete day. No technical problem can be identified. Corneai haze is a known side effect of refractive laser surgery, and describes a cloudy appearance of the cornea in response to the "wound" of laser ablation. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).